Event description:
It was reported that the patient went to the clinic due to ventricular assist device (vad) low flows and experiencing flat waveforms with no pulsatility. At the time the patient was experiencing a cardiac arrhythmia, atrial fibrillation which was confirmed on elec trocardiography (EKG). The patient's revolutions per minute (rpm¿s) were decreased and medication was started. It was noted that the patient has a history of atrial fibrillation and this event was not device or procedure related, nor a device mal function occurred. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. The reported low flow event were confirmed via review of the available autologs report which revealed intermittent decreases in power consumption and estimated flows within the last 14 days of available data leading up to (B)(6) 2021; however, no alarms were logged within the analyzed period. Information received from the site indicated that, in addition to the low flows event, that the patient went to the clinic experiencing flat waveforms with no pulsatility. An electrocardiography (EKG) confirmed the patient was experiencing a cardiac arrhythmia, atrial fibrillation. The patient's revolutions per minute (rpm¿s) were decreased and medication was started. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed, and/or patient related factors. Per the instructions for use, cardiac arrhythmia is known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Of note, the patient's reported medical history indicated the patient has a history of of atrial fibrillation. Possible clinical facto rs that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted if information is provided in the future, a supplemental report will be issued.